Event description:
It was reported that the patient developed an infection at the spinal cord stimulator lead site. Symptoms of redness and drainage were noted. The patient was administered with antibiotics. The patient was healing from the infection and looking better. Additional information was received that patient had another area which was swollen, red and draining. The patients underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed. The explanted device will not be return as it was disposed at the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-ipg-r-MRI. Upn: m365sc12160. Model: sc-1216. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient developed an infection at the spinal cord stimulator lead site. Symptoms of redness and drainage were noted. The patient was administered with antibiotics. The patient was healing from the infection and looking better.